Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the other evaluation findings are as follows: the image guide protector has a cut; the bending section cover has a scratch; the adhesive on the bending section cover has a chip; the adhesive on the bending section cover has a crack; the adhesive on the bending section cover has a white-clouded area; the adhesive around the objective lens is peeled; the adhesive around the light guide lens is peeled; the plastic distal end cover has a scratch; the connecting tube has a scratch; due to wear of the angle wire, the bending angle in the up direction does not meet the standard value; due to wear of the angle wire, the play of up/down knob is out of the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a foreign object that came out of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The event can be detected/prevented by following the instructions for use which state: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.